Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported stated that the asymptomatic patient presented for a follow-up and the atrial lead exhibited noise. The physician elected to explant and replace the lead on (B)(6) 2015. The patient was doing fine post procedure.

Event description:
It was reported that a review of a remote merlin.net transmission revealed that automated mode switch episodes had occurred due to atrial lead noise. All electrical values were stable. No intervention or patient symptoms were reported.